Manufacturer narrative:
The returned device was evaluated. During this testing a dim led segment was observed on the ui board led display. The ui board was replaced and the unit functioned as designed. Manufacture date corrected from 09/02/2011 to 12/20/2012.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the leds on the numeric display do not illuminate. No known impact or consequence to patient.